Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the device was scrapped due to the recharge antenna failure of being stuck on checking the recharger or looking for a device and no device found errors and after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the pt has been seeing error messages on on their controller for some weeks now. Pt said that resetting the controller has allowed them to continue to recharge, but now they aren't able to recharge at all. Pt said the most recent message said something about 4 messages, and "intel" and call manufacturer (patient services (pss) understood this was likely a software problem screen) but they weren't seeing the message now.  Pt said that for the last two days, they haven't been able to charge their implant at all, and their implant battery is below 30% now. Pt said it always take a while for them to find the implant. Pt described seeing passive recharge mode and they had done that for 2-3 hours last night, but then the controller got low, under 30% and so they had to plug it back in to charge, but the implant never charged. Pt said the recharger disc and pack on the cord got extremely hot. On the call, pt connected recharger (rtm) to charge implant, and immediately showed passive recharge mode. Pt reported seeing 0-95-100 and they could hear the rtm clicking to connect. Pt then reported seeing error screen system problem rm03. A replacement rtm was sent to the patient. No symptoms were reported.